Manufacturer narrative:
There was no patient information provided to date. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and consolidated vent board were replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.